Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer declined follow up from tandem technical support. Therefore no additional information was available. There was no reported adverse impact.